Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm failed battery test. Customer's blood glucose was 202 mg/dl. The customer was explained the alarm and possible causes. The customer was advised to clear the alarm and insert a new battery. Customer stated that he will replace battery with brand new and he could not continue to troubleshoot, he needs to go to work.